Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle and nerve stimulation at the pocket site. The right atrial (ra) lead exhibited no capture and noise. It was found to be dislodged. Initially, the lead was programmed off and later, was repositioned. The lead was reprogrammed on and remains in use. No further patient complications have been reported as a result of this event.